Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was just implanted a little over a week ago. The health care professional (hcp) called for review of three untreated episodes. Technical services (ts) reviewed the data and suspects the oversensing is due to air bubble noise. Ts recommended re-programming the device to primary. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was just implanted a little over a week ago. The health care professional (hcp) called for review of three untreated episodes. Technical services (ts) reviewed the data and suspects the oversensing is due to air bubble noise. Ts recommended re-programming the device to primary. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.